Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure got delayed by 30 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoro was not working. During troubleshooting, the fse found that there was a broken internal screw preventing the foot pedal from releasing the signal for radiation. The fse replaced the pin screw (d-sub pins) to the connector. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that fluoroscopy was not working. The device was in clinical use. The patient was moved to another room to complete the procedure. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the wired footswitch which resolved the issue. The device was returned to use in good working order.